Event description:
Attempting to use a 4 french 8cm double lumen catheter during a percutaneous central line placement. The antibiotic coated central venous catheter would not pass over the wire guide.